Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient implanted with screw having spinal therapy for screw fracture after decompression fixation, restenosis. It was reported that during l5 screw insertion, the driver fractured after being overpowered by the patient¿s bone quality. Because the tip of the driver remained in the screw hole, the rod was cut shorter, secured with a set screw, and the screw was removed using a counter. This event was a repeat surgery and the procedure involved creating a pilot hole using an awl and a probe and inserting the screw without tapping. Reason for reoperation was recurrence of spinal canal stenosis. Only the fractured tip of the driver remained inside the screw head; there was no malfunction with the screw itself. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
D4: product identifier is unknown. D 6a: implant date is unknown. G4: product identifier is unknown. Hence, 510k is unknown. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.